Event description:
It was reported that after drawing the tubes were under filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: we have had problems with na citrate (light blue top) tubes not filling all the way even after drawing a waste tube to account for butterfly vacuum error. Even after drawing a waste tube, the coagulation tube would not fill to the minimum fill line on the tube. The issue was not consistent and could very much still be due to poor draw technique. My original question was if temperature cycling could affect the vacuum inside of the tube. As we are in central, il these tubes could be exposed to higher temperatures (outside of the recommended storage temperatures 4-25 degrees c) during transport. I could not find any information on how exposure to higher temperatures could affect the tubes. We postulated that the vacuum could have been affected if one of the nurses were leaving the tubes in a vehicle instead of carrying them with her. I do not believe that this is a lot wide issue. It occurred sporadically and only with our home health nursing staff. The rest of our coagulation draws were without problems. I just wanted to obtain information about whether or not temperature could account for the short draws. If so, I can follow up with our home health nurses and tell them to ensure to take all tubes with them to maintain their integrity. No patient results were affected as a result of this anomaly.

Manufacturer narrative:
The following field has been updated with correction: g.4. Date received by manufacturer: 2019-07-10. H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after drawing the tubes were under filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: we have had problems with na citrate (light blue top) tubes not filling all the way even after drawing a waste tube to account for butterfly vacuum error. Even after drawing a waste tube, the coagulation tube would not fill to the minimum fill line on the tube. The issue was not consistent and could very much still be due to poor draw technique. My original question was if temperature cycling could affect the vacuum inside of the tube. As we are in (B)(6) these tubes could be exposed to higher temperatures (outside of the recommended storage temperatures 4-25 degrees c) during transport. I could not find any information on how exposure to higher temperatures could affect the tubes. We postulated that the vacuum could have been affected if one of the nurses were leaving the tubes in a vehicle instead of carrying them with them. I do not believe that this is a lot wide issue. It occurred sporadically and only with our home health nursing staff. The rest of our coagulation draws were without problems. I just wanted to obtain information about whether or not temperature could account for the short draws. If so, I can follow up with our home health nurses and tell them to ensure to take all tubes with them to maintain their integrity. No patient results were affected as a result of this anomaly.